Event description:
It was reported by svc report that the scale was showing an error message. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty pt head right and foot left load cells.